Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user working in the heat removed their dexcom g6 sensor as it was peeling off with sweat. The user was without cgm for approximately seven hours, after which the ilet displayed a bg run expired alert and suspended insulin until a blood glucose value was entered; upon calling and receiving education the user entered a capillary glucose of 401 mg/dl. Symptoms included hyperglycemia with moderate ketones. Outcomes included user education and guidance with subsequent glucose decline to 308 mg/dl. Investigation included review of device alert history and user-reported troubleshooting steps. Investigation of this case revealed that cgm unavailability led to bg run mode and insulin suspension until manual bg entry, consistent with device design. It was concluded that the device performed as designed and the event was attributable to loss of cgm data due to sensor removal, with user education provided on carrying backup supplies, entering a bg, or resuming cgm to restore insulin delivery.